Event description:
The user reported post polypectomy bleeding, following three (3) procedures which included use of the lariat snare ((B)(4)). The user reported one patient required hospital admission. Follow up communications with the user provided no additional information concerning patient outcome.

Manufacturer narrative:
The device was not returned and the lot number was not unknown, consequently there was no physical examination of the device nor review of the manufacturing record. This report will be updated if additional information is received.